Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer waited for the prompt in the tandem mobi mobile app to remove the used cartridge and load a new one on the pump; it was confirmed as cartridge alarm 30 with a malfunction noted during tubing fill. This issue had not been previously reported with this pump's serial number.